Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). D224vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. A 5071-35 implantable pacing lead, implanted: (B)(6) 2008. A 6721m implantable tachy lead, implanted: (B)(6) 2008. A 5866-38m adaptor, implanted: (B)(6).

Event description:
It was reported there was t-wave oversensing (twos) after ventricular pacing (vp). It was further reported that programming changes were made and the blanking period post vp was changed as no twos occured with changes. The leads remains in use. No patient complications have been reported as a result of this event.